Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ prn had foreign matter inside the connector. This was discovered before use. The following information was provided by the initial reporter: the course of the incident: the responsible bed nurse prepared to perform superficial vein puncture catheterization for 58 newly admitted child, at 10:50 on (B)(6) 2020. The disposable heparin cap was prepared before the puncture, and the outer packaging was checked. The package is in good condition and has not expired. It is found that there is a black foreign matter with a size of 0.1×0.2cm on the inside of the connector. This situation increases the medical risk and directly affects the economic cost of the department.